Event description:
Reporter alleged the advantage system generated a result of 685 mg/dl which is outside the reading range of the meter (10-600 mg/dl). The location of the alleged incident was not provided. As a result, no actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.